Manufacturer narrative:
The sample was serum. The customer is a reference laboratory, all samples are collected and processed off-site.per customer, qc was acceptable prior to and after the event.a field service engineer (fse) was on-site (B)(6) 2011. Fse replaced the sample pipettor proactively because it looked old. Fse also stated the customer's system checks were all passing within specifications.a clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false negative results for hybritech psa results generated by the access 2 immunoassay system for multiple patients.the results for the patient were requested but not provided by the customer. The data for the other patients are documented in MDR #s 2050012-2011-00543, 2050012-2011-00545 and 2050012-2011-00546. It is unknown if there was any change to patient treatment in connection with this event.